Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump battery compartment was cracked, diminished battery life, had rejected new batteries, random errors messages and insulin pump turns off. Customer's blood glucose value unknown. Customer declined to troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.